Manufacturer narrative:
Concomitant medical products: product ID 978b128 lot# va2ld2t serial# implanted: explanted: product type lead. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(4), ubd: 20-jan-2024, UDI#: (B)(4). Date is estimated; month and year are valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the lead was causing them pain "down low," that it had shifted, and it felt like a piece of metal was stabbing them constantly where it was sitting, like it "got caught up in some soft tissue" and was "hitting something." The patient stated this had started a couple of weeks ago and that they would be fine when they woke up in the morning but by evening they weren't able to sit down because of the pain. The patient stated that now the pain had been getting worse and it was starting to hurt during the day. The patient asked about how the lead migration could have occurred. Patient services reviewed activities that could cause the shifting of components per the patient's request. The patient stated they hadn't experienced any traumas or falls that could have led to the lead shifting. The only activity the patient reported doing was walking their dog 5 miles a day and that they'd not started that until they were fully healed from their procedure. The patient stated this had been their 4th surgery, that they'd had 3 surgeries for an [other manufacturer] device because the same thing had happened with [other manufacturer]. The patient stated they felt their symptoms were being reduced by 50% (though they felt like they weren't getting as much relief as they should be getting) but confirmed they felt the stimulation in the bike-seat region ("inside of my crotch, on the right hand side".) Patient services redirected the patient to their healthcare provider (hcp) to check the implanted system. The patient stated they were going to call the hcp.